Event description:
It was reported via repair work order that the litter support bracket was broken causing the frame to lean. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.